Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the syringe was inserted to the short port btt to inflate the balloon. When the syringe was removed, the black inflation valve popped. As a result, the balloon would not remain inflated. The harvester used a three way stop cock and completed the procedure with the same btt short port. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the black inflation valve had popped out. Based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B) (4).